Event description:
The hosp reported that at the completion of a multiple coronary artery bypass grafts procedure, two heartstring seal didn't unravel completely during the removal process. For one of the graft seal was removed without damaging the anastomosis. For the second graft the surgeon used a partial occlusion clamp because the seal tore the conduit during removal, thus causing bleeding. No other pt complications were reported. This report is for the seal that did not unravel completely and a partial occlusion clamp was used to complete the procedure.